Event description:
The user facility reported that a patient was on impella 5.5 support had a run ventricular tachycardia which required one shock. The patient was started on lidocaine drip. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.